Event description:
Report received of leaks noted at clave ports. The nurse reported that she had primed the IV tubing set with normal saline and the infusion was initated using an unspecified plum pump. Minutes after the infusion was initiated the leaks were reportedly noted at the clave port located at the top of the plum micro soluset, and the clave port located distal to the plum cassette. The location on the clave ports where solution was leaking from was not specified. The nurse reported that she did not use a needle or attempt to access the clave ports prior to the leaks occurring. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.